Manufacturer narrative:
An event of complete heart block post navitor implant requiring a pacemaker was reported. It was also noted that the event was not considered to be related to device performance but was associated with the procedure and the patient¿s past medical history. A more comprehensive assessment could not be performed as limited information was provided, including that the device was not returned for analysis. The cause of reported heart block could be related to the procedure; however, this cannot be conclusively determined. Based on the information received, there is no indication of a product quality issue with regards to manufacture, design, or labeling. The interventions were result of case specific circumstances as pacemaker was implanted. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was no calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). Baseline was a normal sinus rhythm. During the pre-implant balloon aortic valvuloplasty (pre-bav), the patient became unstable and it was performed using an unknown balloon. During the procedure, the valve was able to be implanted at a depth of 2mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Post-implant, a complete heart block had occurred and there was no clinically significant delay reported. A temporary pacemaker was inserted through the neck as an intervention. The patient had an extended hospitalization. On (B)(6) 2026, a permanent pacemaker was implanted due to the sick sinus syndrome. The implanter classified as this event was not considered to be related to device performance but was associated with the procedure and the patient¿s past medical history. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.